Manufacturer narrative:
H6 code c19: a review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, during an endovascular treatment, a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was intended to be implanted in the right lower extremity, popliteal artery. The target treatment area was reached with no known resistance by using an unknown sheath with a .018" guidewire (manufacture unknown). The physician initiated deployment by pulling on the deployment line. Its believed the deployment line was pulled all the way, noticing nothing out of the ordinary, when the viabahn device did not deploy. There were no reports of device expansion. The viabahn device was withdrawn through the sheath (for return) and the procedure was completed using a new sheath.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. H6: removed codes d16 and c21. Added codes d15. The device was returned to gore for evaluation. Evaluation of the returned product indicated deployment of the inner zipper had not been initiated. The evaluation has observed the deployment mechanism to be functional: the deployment line was not caught on any part of the device and deployment continued during evaluation. The cause for the reported deployment difficulty could not be established based on evaluation of the returned device and the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered.